Event description:
It was reported via the implant patient registry (ipr) that an edwards mitral bioprosthetic valve model 7300tfx-33mm was explanted after an implant duration of approximately 35 days, and replaced with another edwards device model 7300tfx, size 31mm. Per follow up with the healthcare provider, it was learned that this device was explanted due to endocarditis of the mitral bioprosthesis. Records indicate tee revealed significant mitral regurgitation with paravalvular leak as well as vegetations or masses present in the atrium and the sewing ring of the valve. Vegetations and masses were confirmed upon inspection intraoperatively. No complications reported as the valve was explanted and replaced, post operative tee confirmed excellent cardiac function.

Manufacturer narrative:
Report of a mitral bioprosthetic valve explanted after an implant of 35 days due to endocarditis, then replaced with same model device, size 31 mm. The explanted device was not returned, as it was discarded by the hospital. Therefore, evaluation could not be performed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. A complaint history review indicates no similar events received on any devices sterilized under the same sterility lot of the subject device. No further action is required at this time, edwards will continue to review and monitor all events.